Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The cartridge, infusion set and site were changed. Insulin delivery was resumed and the customer's blood glucose level was not impacted. As the occlusion alarm had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.